Event description:
Complaint ID (B)(4).

Manufacturer narrative:
This is a follow up report to complaint mcp ref. (B)(4) which was reported under mfg #8010762-2024-00224. The ssu confirmed, that there was a typo within the serial number of the involved cardiohelp. The correct serial number of the involved cardiohelp device is (B)(6) not (B)(6). This complaint was identified and confirmed by the getinge sales and service unit (ssu) as a duplicate entry to complaint mcp ref. (B)(4), reported under mfg #8010762-2024-00236. All further actions will be handled in complaint mcp ref. (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
The event occurred in USA during treatment. It was reported that the cardiohelp spontaneously went into retrograde flow, zero flow mode did not activate, pven -276, pump speed reduced to zero rpm. No apparent defect in disposable. Disposable will be returned for further inspection. Patient required CPR for 5 minutes before support was reestablished on same cardiohelp after a reset and cable check. Pump has been put out of service and will be investigated by getinge technician. Complaint ID: (B)(4).